Manufacturer narrative:
This report is submitted on october 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a lack of clinical benefit with device use and requires imaging for ongoing medical treatment. Subsequently, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is filed on january 10, 2019. (B)(4).